Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user was prescribed antibiotics (amoxicillin) for the infected insertion site and is now fully healed. No further investigation was found necessary.

Event description:
On june 20, 2024, senseonics was made aware of an incident where the user reported being diagnosed with an infection at the insertion site by the hcp. The user's hcp confirmed a hematoma had formed beneath the insertion site.